Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients ipg has flipped and was close to spine causing pain to the battery site. The patient underwent a revision procedure wherein the pocket was revised and the ipg was replaced and moved to the side. The patient was doing well postoperatively. The explanted ipg will not be returned to bsn.